Event description:
During the supraventricular tachycardia procedure, communication issues resulted in a procedural delay. It was noted that the catheter shape did not display on the 3d display. The tactisys and cable were changed with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 read as an open circuit during electrical testing. Further investigation determined the backfill adhesive was fractured under electrode ring 4. The rf wire was determined to be fractured at the location of the backfill fracture, consistent with the detected open circuit and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured backfill adhesive remains unknown.